Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with questions about left ventricular (lv) lead capture. Ts examined the presenting electrogram (egm) and noted there could be lv loss of capture. The hcp informed that lv capture would be assessed during the next in-office check. The device and leads remain in service. No adverse patient effects were reported.